Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient sometimes cannot hear with his device. The external parts and batteries have been exchanged, but the device is not functional after a short time. The patient reports of pain at the implanted area. Testing shows that the device sometimes is functional, and sometimes that it is not functional.